Manufacturer narrative:
Correction to FDA patient codes now provided as reported on initial MDR a an extra dura incision had been made and required sutures to stop bleeding and close incision site.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, following tracer registration for a cranial resection, the surgeon proceeded to navigation. While navigating, a two centimeter imprecision was found in the lateral direction. The inaccuracy resulted an improper incision being made. The site then elected to complete the cranial resection without medtronic imaging and navigation. There was a reported delay to the procedure of less than 1 hour due to this issue. An additional incision was made into the procedure to resolve the issue. Bleeding from the initial incision was resolved with sutures. Following completion of the procedure, no impact was reported on the patient. No additional information was provided.

Manufacturer narrative:
A medtronic representative reported that the images used in the procedure showed that the tracer pattern was focused to the forehead and back of the nose, resulting in the reported imprecision. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. Synergy® cranial optical pocket guide (9735411 rev 6) pg 36-42 which contains guidance regarding proper tracer registration technique. Recommend training regarding tracer pattern.